Manufacturer narrative:
Please note that we erroneously submitted an initial MDR for this case. No investigation results are required to be submitted for this event, as the customer made a preventive maintenance request only. At present, we consider this request closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield skull clamp (product code: a1059) is missing 80lb torque knob and needs to be replaced . In addition, the starburst teeth are worn down, and the swivel lock does not lock into place correctly. It is unknown if there was patient involvement, or if the device failure led to patient injury, or surgical delay.